Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleged: "the vessel doesn't fix well." Issue was reported prior to use on a pt, during insp/functionality testing. No pt injury reported.